Manufacturer narrative:
The user contacted customer care requesting early sensor removal, stating that the sensor had provided "bad readings" and that they had subsequently been hospitalized. A follow-up call was placed to obtain additional information; however, the user could not be reached, and the call was forwarded to voicemail. A message was left with the reason for the call, contact number, and operational hours, encouraging the user to call back. Per dms review, there has been no system usage since (B)(6) 2025 at 6:28 pm.

Event description:
Senseonics was made aware of an incident where user contacted customer care requesting early sensor removal, stating that the sensor had provided "bad readings" and that they had subsequently been hospitalized. A follow-up call was placed to obtain additional information; however, the user could not be reached, and the call was forwarded to voicemail. A message was left with the reason for the call, contact number, and operational hours, encouraging the user to call back. Per dms review, there has been no system usage since (B)(6) 2025 at 6:28 pm.